Event description:
Boston scientific received information that the right atrial (ra) and right ventricular (rv) leads were revised. The patient's heart was significantly rotated. No other adverse patient effects reported. Additional information received from the local sales representative states that the rv lead was confirmed to be dislodged on a fluoro that was performed. The physician was repositioning the rv lead when it was noted that the ra lead was also dislodged. No adverse patient effects reported.

Manufacturer narrative:
At this time the ra and rv leads remain in service. Should additional information become available, this investigation will be updated.